Manufacturer narrative:
Additional information. Manufactures investigation conclusion: the pump remains in use supporting the patient. Review of the submitted log files confirmed the occurrence of low speed events while the system was supported by the mobile power unit. Based on prior complaint experience with the heartmate (hm) ii left ventricular assist system (lvas) and similar reported events, this behavior could be indicative of an issue with the driveline; however, the evaluation of the returned portion of the driveline did not confirm an issue that would have contributed to the reported event. A distal end driveline repair was performed on (B)(6) 2020. It was reported on (B)(6) 2020 that the patient had been on a regular grounded patient cable since the repair. Low flow alarms were reported on (B)(6) 2020, and it was reported that the patient felt slightly dizzy at the time of the alarms. It was reported on (B)(6) 2020 that the patient was stable and discharged to home. A review of the submitted log files from (B)(6) 2020 through (B)(6) 2020 found multiple low speed events while the device was connected to the mobile power unit. Transient low flow hazard alarms were also captured throughout the files. A specific cause for these low flow events could not conclusively be determined through this evaluation. Following the driveline repair, the pump maintained a speed above the low speed limit. Approximately 21 inches of the external portion of the driveline was returned for evaluation. Electrical continuity testing of the replaced portion of the driveline in its returned condition revealed no wire discontinuities or shorts, even with manipulation of the driveline segment. A rescue tape repair was noted that upon removal of the tape revealed a small tear in the silicone jacket of the driveline at approximately 2.5 inches from the controller connector. The driveline was disassembled, and microscopic inspection of the underlying wires revealed no areas of compromised wire insulation or damage to the inner conductors along the length of the driveline segment. The returned portion of the driveline was suspended in a saline bath for hipot testing to check for current leakage through the wire insulation, and no areas of compromise were identified. The evaluation of the returned portion of the driveline did not confirm an issue that would have contributed to the reported low speed events captured in the submitted log files. The heartmate ii lvas instructions for use (IFU) and patient handbook contain information on caring for the driveline, possible indications of driveline damage, and how to respond to such events. All heartmate ii lvad drivelines have the potential for wire/shield breakdown to occur depending on the length of use and movement/flexing over time. The IFU outlines all pump parameters (including flow), explains that pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling, provides information regarding the assessment of pump flow, and states that changes in patient conditions can result in low flow alarms. In addition, both the hmii lvas IFU and patient handbook outline all system controller alarms and the appropriate actions associated with each alarm condition. The IFU further cautions the user that physiological factors that affect the filling of the pump, such as hypovolemia or postural hypotension, results in reduced pump flows as long as the condition persists. Pump flows are not restored to normal unless such conditions are treated. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
A portion of the percutaneous lead (driveline) has been returned for evaluation. The evaluation is not yet complete. The patient remains ongoing with the lvad device. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that the patient¿ log file submitted for review revealed multiple speed drops occurring throughout the log. Speed drops were as low as 4080 rpms along with several increases in power; however, these issues only appear to be occurring while the vad is connected to the power module. The log file captured low flow events on (B)(6) 2020 and (B)(6) 2020. Xrays revealed a couple areas that look suspicious. On (B)(6) 2020 tech services performed a distal end percutaneous lead (driveline) repair approximately 3 inches from exit site was performed due to suspected short to shield . No issues were noted after the patient was back on the grounded patient cable. Additional information reported that the patient has had a couple low flow alarms and feeling slightly dizzy. Noticed a slight drop in speeds as well with pi events. The low flow events on (B)(6) 2020 at 0730 and 20:33 appear to be patient related and not vad related. The patient has been on a regular power cable (grounded) since repair and has not had any further low speed events. No additional information was provided.